Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger was difficult to press/depress which is consistent with lack of lubricant, device would not impact, would not run and the moving parts did move smoothly. The device also failed pretests for impactor operation assessment, intermittent test assessment and final assessment. Therefore, the reported condition was confirmed. The assignable root cause was traced to normal wear and user error which is improper maintenance. UDI: (B)(4).

Event description:
It was reported that after a surgical procedure, it was observed that the kincise device made an odd sound during fire testing. It made an odd sound and would not function. During in-house engineering evaluation, it was determined that the device the trigger was difficult to press/depress which is consistent with lack of lubricant, device would not impact, would not run and the moving parts did move smoothly. The device also failed pretests for impactor operation assessment, intermittent test assessment and final assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H12: corrected data: the root cause was reported as improper maintenance due to user error, during further investigation it was determined to be due to improper maintenance due to improper handling.